Manufacturer narrative:
Pump received with an unresponsive keypad at the up ok and down buttons. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify failed battery alarm and no delivery alarm due to unresponsive keypad. Pump was cut open to perform visual inspection and found due to corroded keypad traces. Unit was testing with test keypad trace all keypad function properly. Pump¿s history and trace files downloaded successfully using thump software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (07) alarm on 09/25/2025 16:17:20.000 hour for alarms that may have occurred in the past and line number 478 file number 121 09/25/2025 16:16:08.000 or during a complaint call that might have triggered the reason complaint. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded history files and traces using thus. Found stuck key alarms (61) system time =09/20/2025 18:41:02.000 in file history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, serial number label missing and pillowing keypad overlay. Unable to verify failed battery alarm and no delivery alarm due to unresponsive button. Unresponsive up ok and down button was observed during analysis and confirmed button error alarm in history file due to due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was rejecting new batteries, had sticking buttons, and was receiving random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-243a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-243a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.